Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touch screen was frozen on the lock screen. There was no adverse impact to customer's blood glucose. The pump was reset and the issue was resolved.